Event description:
Event description guidant received information that this patient has presented with syncope, and an egm review of this implantable cardioverter defibrillator (ICD) reveals multiple episodes of under- and oversensing on the rate sense channel and an unusual looking tracing on the shock egm. The physician was considering several possible causes, including lead damage, set screw issues or the possibility that the hv leads are reversed.